Event description:
It was reported that the shaft break occurred. The patient presented with in-stent restenosis (isr), a 3.50 x 12mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the procedure the shaft broke. Alternative device was used to complete the procedure. The device was removed from the patient in one piece; there was no further patient complications reported.